Manufacturer narrative:
There are no reports of any events leading up to the ipg migration and it is noted that the ipg appears to have migrated immediately after implant while the healing process was taking place. It is unknown with the limited information available if the patient's body habitus played a role in the instability of the ipg or if the implanting or anchoring techniques played a role in allowing device migration. There are no reports of any impedance issues being present at the time of implant and all intra-op testing was reported to be appropriate. Impedance issues developed at some point after the implant, possibly related to the ipg movement placing stress on the leads or lead connectors.

Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 targeting the thoracic nerve. The implantable pulse generator (ipg) was placed in the patient's lower back area. During the healing process, prior to the implanted components developing scar tissue, the patient noted inconsistent connectivity between the ipg and the external therapy discs and it was determined that the ipg had rotated within the pocket so that it was no longer flat and parallel to the skin surface. Troubleshooting was performed in the field to encourage the ipg to remain flat, however was not successful. Both leads later returned impedance errors in addition to the connectivity issues from the ipg migration. On (B)(6) 2025 a surgical revision was performed to place a new ipg in a new pocket location and both malfunctioning leads were replaced with new leads.